Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a car accident a year ago; he had a 22 mg/dl blood glucose level. The incident resulted in him being ejected from the vehicle. Additionally, the customer was hospitalized last week due to a staph infection at his insertion site; the patient's blood glucose exceeded 500 mg/dl. The customer confirmed that he does not change his site every three days, and that the infections are recurrent. The hospital treated him via manual insulin injection. No products were returned.